Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported right side rupture. Device has been explanted.